Event description:
It was reported that the patient was treated with posterior hardware for a occipito-cervical stabilisation from c0-c4 to correct c1/c2 morbus bechterew instability. 61 days post-op, the patient heard a crack in his neck. 63 days post-op, x-rays were taken in the hospital. The x-rays showed loosened screws on both sides of c2. The surgeon believes that the event occurred due to rotational movements in c1. A revision surgery was done to remove and replace the hardware.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Setscrew loosening can not be identified on the returned devices.